Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture, seroma-late, double capsule and lump/nodule -ndr was received on september 14, 2022 with lot number: 2984844. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Double capsule: unable to observe since it is a medical event and is not related to the device. Lump/nodule -ndr: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported left side ¿painful capsular contracture with double capsule, nodule (not device related) (6mm) on left breast. Small periprosthetic leak, and left capsule sample ¿ fibrosis related to periprosthetic capsule¿ diagnosed by ultrasound. Physician reported baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data. Clarification to g.3 of supplemental 1: correct aware date was 9/28/2022.

Event description:
Explanting physician reported left side ¿painful capsular contracture with double capsule, nodule (not device related) (6mm) on left breast. Small periprosthetic leak, and left capsule sample ¿ fibrosis related to periprosthetic capsule¿ diagnosed by ultrasound. Physician reported baker grade IV. The device has been explanted and replaced.

Event description:
Explanting physician reported left side ¿painful capsular contracture with double capsule, nodule (not device related) (6mm) on left breast. Small periprosthetic leak, and left capsule sample ¿ fibrosis related to periprosthetic capsule¿ diagnosed by ultrasound. Physician reported baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿painful capsular contracture¿ and a ¿small periprosthetic leak¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Explanting physician reported ¿painful capsular contracture, baker grade IV with double capsule, nodule (6mm) on left breast. Small periprosthetic leak, and left capsule sample ¿ fibrosis related to periprosthetic capsule¿ diagnosed by ultrasound and biopsy. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.